Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 72 mg/dl (unspecified inform system) and 150 mg/dl (unspecified inform system). Caller is not sure which meter was used to obtain each result. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the inform system 1. Reference medwatch with (B)(6) for the inform system 2.